Event description:
Reportedly, during a lower anterior resection, the staples did not close properly. The hosp said there were misformed staples along staple line. A new instrument was used. The hosp reports no pt injury.